Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "malfunctioning imaging system rp101 with gastoscope 60714pks. No image in the middle of examination. Intervention stopped". No negative impact on the state of health for a human is reported.